Manufacturer narrative:
Device not returned.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was 199 mg/dl. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.